Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant, one of the fins was completely damaged on the tined lead. The lead was not used. The patient condition is stable..

Manufacturer narrative:
The reported event of "fins was damaged" was confirmed. Visual inspection of the lead found that one of the tines was cut. The cause of the reported event was isolated to procedural damage.